Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing which had the appearance of minute ventilation oversensing. Boston scientific technical services discussed options with the health care professional. The device remains in service. No adverse patient effects were reported.